Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: grade iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal on (B)(6) 2019. It is not conclusively known which side the patient experienced the issue. The reported serial numbers are (B)(4) for left side and (B)(4) for right side. If additional information is received in the future, this file will be updated and a supplemental report will be submitted as appropriate.